Event description:
During a coronary stent procedure, the physician first attempted to direct stent with a express2 monorail and was unable to cross the lesion. The delivery/stent device was removed and the lesion was pre-dilated. The express2 monorail was re-advanced and was still unable to cross the lesion, during removal the stent dislodged and remains in the pt. Pt status is listed as "okay".